Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015 the reporter contacted animas alleging the patient was experiencing elevated blood glucose (bg). No bg values or signs/symptoms of hyperglycemia were reported. No other details were provided. Customer technical support made attempts to contact the reporter for additional information and troubleshooting, without success. The alleged bg excursion does not meet criteria for a serious injury. This complaint is being reported based on the allegation of a non-specific pump malfunction.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 23-jan-2018 with the following findings: a review of the black box indicated that the data from the event date was unavailable for review due to continued pump use. The available black box data showed insulin delivery totals correctly reflecting corresponding programmed basal rates. The pump passed delivery accuracy testing and was found to be delivering within required specifications. The original complaint of a history/settings issue leading to a blood glucose excursion was unable to be duplicated. There was no defect found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.